Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not feeling well, had stomach pain and was crying. The patient's blood glucose levels rose to 33.1 mmol/l (595.8 mg/dl) and was taken to the emergency room. Patient was diagnosed with hyperglycemia, placed on IV and was given slow acting insulin injections for treatment. When the patient's legal guardian removed the pod from the infusion site (abdomen), the pod's cannula was found bent. The pod was worn for between 37 and 48 hours. The patient was released in 9 hours.